Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a break in aseptic technique further described as patient made mistake (details not provided). Subsequently the pt experienced peritonitis. Six days later, the pt was treated with vancomycin (1.5gm/lit) and fortum (1.5g/2 lit) (routes, frequencies and lots not reported). Concomitant therapy was not reported. It was unknown if the patient was hospitalized for the event. Action taken with dianeal therapy was not reported. At the time of this report, the pt was recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.